Manufacturer narrative:
H6; code 400: sheath covering wrench area damaged. Based on the inquiry info received, the visual and functional testing, the blade sheath was found to be damaged at the wrench flats area. The instructions in the operating manual states "attach the blade manually to the hand piece by turning it clockwise (finger tight only). Use the blade wrench to tighten the blade. Align the flats on the wrench with the flats on the blade... Turn the wrench clockwise until it "snaps", indicating that sufficent torque has been applied to secure the blade." And "do not use any other means than the blade wrench provided to attach or detach the blade." If this process is not followed, this kind of damage may occur. Co strives to understand each incident as it occurs in order to continuously improve the product.

Event description:
During the assembly of the dh085 for a laparoscopic cholecystectomy, the insulating base stripped off. Occurred during assembly so surgeon unaware of event. There was no consequence to the pt.